Event description:
A cartridge change error was reported for the pump, and the o-ring in the cartridge was found to be out of place and damaged. There was no adverse impact to the customer¿s blood glucose level. Technical support worked with the customer to troubleshoot the issue, including inspecting and cleaning the pump's pneumatic tap area, attaching the cartridge correctly, and confirming it was fully snapped into place. Despite these efforts, the customer was unable to successfully load the cartridge onto the current pump, but they were able to do so on a new pump. The customer received cartridge replacements, and the issue was resolved with insulin delivery resumed, requiring no further action.